Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two images were received at the product performance engineering laboratory. The images appeared to show a blood clot between electrodes 1 and 2. No visual anomalies were noted on the distal tip of the returned device. During testing of the returned device, electrode 1 and both thermocouples met specifications during electrical testing. A simulated ablation test was conducted with no impedance anomalies noted. In addition, the device met specifications during temperature testing and flow rate testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, a blood clot was observed on the tip of the ablation catheter on two separate occasions, along with the contact force not being able to reset to zero. Both times the blood clot was wiped off the catheter and the contact force issues was resolved. The same catheter was used to complete the procedure with no adverse consequences to the patient.